Event description:
The clinic reported that a laser vision correction patient presented with folds/wrinkles in both eyes and blurry vision same day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/25 -4.50 x 00 x 90, left eye pre-op 20/20 -4.75 x -.75 x 171. It was reported that patient had a flap lift and reposition in both eyes.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.